Event description:
It was reported that a pacemaker dependent patient presented to the clinic for a follow-up visit. Upon interrogation, it was discovered that the left ventricular (lv) lead was failing to capture. Fluoroscopy revealed the lv lead had become dislodged. The lv lead was explanted and replaced. The patient was hemodynamically stable before and throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. A partial lead (only distal portion) was returned in one piece. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve height of the lead was measured within specification. Visual and x-ray examination of the partial lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Correction: the facility address line 1 should have been (B)(6), rather than (B)(6).